Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, nine months and twenty-one days after the implant of this transcatheter bioprosthetic valve, which was implanted at a depth no deeper than 4 millimeter (mm), echocardiogram revealed prosthetic valve stenosis, a mean aortic valve gradient of 35 mm hg and an ejection fraction of 30-35%. Transvalvular velocity across the bioprosthetic valve was elevated when compared to the previous echocardiogram. Two years, nine months and twenty-nine days after valve implant, transesophageal echocardiogram (tee) revealed severe thickening of two of the three prosthetic leaflets compatible with pannus formation, which caused restricted leaflet opening. Severe prosthetic valve stenosis and mild central aortic valve regurgitation were noted. Two years, ten months and sixteen days after valve implant, acute on chronic heart failure was noted with symptoms of edema, dyspnea and exercise intolerance. Per the physician, the heart failure was partially due to severe bioprosthetic valve stenosis. A thrombus was confirmed via echocardiogram and anticoagulation was prescribed. Diuretics were prescribed for volume overload. The patient condition did not improve. Subsequently, two years, eleven months and two days after implant, the valve was replaced successfully, valve-in-valve. No additional adverse patient effects were reported.